Manufacturer narrative:
At this time, attempts to obtain additional information have been unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that this patient reported having suffered a punctured lung during their implant procedure and being hospitalized for 8 days following the procedure.